Event description:
Emergency medical system personnel were attending to a patient in cardiac arrest. Defibrillation therapy was administered and allegedly, when the device was discharged, arcing was observed at the electrode site. A back-up device was obtained and used to continue treatment. Patient outcome was not reported.